Event description:
Philips received a complaint on the v60 ventilator indicating that the device diagnostic report (drpt) showed a 111c (check vent: da pcba adc failed) error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer biomedical engineer (bme) informed philips that the customer was going to handle the repair. The customer did not want a quote for service and requested the case be canceled. Good faith efforts (gfes) are being completed to confirm the issue was resolved by the customer. The investigation is ongoing.

Manufacturer narrative:
09aug2023 (B)(6): upon further review of this record, it was determined that it is a duplicate of an event previously reported under MFR report #2031642-2023-00043. Any additional information will be submitted under the initially reported MFR report #2031642-2023-00043.

Manufacturer narrative:
Upon further review of this record, it was determined that it is a duplicate of an event previously reported under MFR report #2518422-2023-16702. Any additional information will be submitted under the initially reported MFR report #2518422-2023-16702.

Manufacturer narrative:
H10: the customer stated in a good faith effort (gfe) response that they had ordered the motor controller (mc) printed circuit board assembly (pcba). Multiple good faith efforts (gfe) were attempted on 04/25/2023, 05/02/2023, 05/05/2023, 05/16/2023, and 05/23/2023, to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.